Manufacturer narrative:
(B)(4).

Event description:
The white depth limiter dislodged the 2nd implant as the device was being withdrawn from the meniscus after implanting the 1st anchor. 2nd implant deployed prematurely hence not implanted. Additional information confirmed t1 was left in the patient.